Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal bleeding with melena. The patient¿s inr was 2.48, activated partial thromboplastin time (aptt) was 50 seconds, and hemoglobin level was 9.36 g/dl. The small intestine was inspected and esophageal varices level I-ii were found with no bleeding spot applicable. A colonoscopy revealed previously known distal colitis. Diffuse bleeding was stopped with hemospray. An ulcus was seen and clipped. The patient was transfused with 2 units of packed red blood cells due to an increase of lactate to 4.85 mmol/l. The bleeding reportedly stopped during hospitalization. The patient¿s hemoglobin level has been stable with no signs of hemolysis. The patient was discharged on (B)(6) 2017 with an inr of 2.26 and aptt at 46 seconds. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) list bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information on anticoagulation regimens and inr ranges that should be maintained for patients using the heartmate 3 lvas as well as anticoagulation considerations in patient's with a risk of bleeding. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.